Event description:
This report summarizes 14 malfunction events, where it was reported the devices experienced a jack drift. There was 1 event with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
This supplemental is being filed to correct the section h codes to include 1 event in which the device was functionally/visually inspected in the field but the issue was not confirmed; no defect or malfunction was found.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 11 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 2 devices were not evaluated, as the issues were identified and resolved during troubleshooting calls between the customer and stryker technical support. 1 device was not evaluated and no cause was determined, as the customer did not make the device accessible for testing. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 14 malfunction events, where it was reported the devices experienced a jack drift. There was 1 event with patient involvement; no adverse consequences were reported.